Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Tandem technical support provided assistance by guiding the customer to reset the pump, but the malfunction recurred. Consequently, a replacement pump was arranged, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed to return the pump using a pre-paid label.